Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead was demonstrating an out-of-range high pacing impedance measurement (>2000 ohms). It was reported that, during the replacement procedure, the impedance measurement performed with a pacing system analyzer (psa) was 3400 ohms in a bipolar configuration and more than 4000 ohms in a monopolar configuration; there was also no capture noted. It was noted that the lead was fractured and deactivated and remains inside the patient, as the physician was not able to remove the lead. During this procedure (prior to implanting the replacement lead), a pneumothorax occurred. It was reported to not be product-related and the physician elected to suspend the implant procedure.